Event description:
Right after the primary hip surgery, when the patient was in post-op recovery, the patient sustained a femoral fracture. It is unknown how this fracture occured. The patient was revised 1 day after the primary surgery. The surgeon revised the medacta stem and head to competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully. Bone quality normal.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2209833: 10 items manufactured and released on (B)(6) 2022. Expiration date: 2027-aug-23. No anomalies found related to the problem. To date, 6 items of the same lot have been sold with no similar reported event during the period of review.